Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked when the package was opened.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. Some biological material was noted to be on the wire body. The guide wire was observed to be separated at the proximal end with the proximal weld missing. There were two slight bends in the wire body and one set of offset coils. Microscopic examination confirmed the distal weld was present and observed to be full and spherical. The overall length of the core wire measured 502 mm which is not within the specification of 596-604 mm per guide wire product drawing. This indicates that at least 94 mm of core wire was separated and not returned. The outer diameter of the undamaged portion of the guide wire measured 0.853 mm which is not within the specification of 0.788-0.826 mm per guide wire product drawing. This indicates that the customer either returned the wrong swg or they reported the incorrect material number. The material reported contains a 0.826" outer diameter swg and the returned is within the specifications of a standard 0.877" od teleflex swg. The undamaged portions of the swg were advanced through a lab inventory 18ga introducer needle and ars to functionally test the guide wire. The guide wire passed through both with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire from the reported kit and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire core wire and coil wire were broken 94mm from the proximal weld and the separated portion was not returned. Dimensional inspection identified that the returned swg did not match the reported swg which indicates the customer either returned the incorrect swg or reported the incorrect material number. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the outer diameter discrepancy, the probable cause of guide wire separation could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked when the package was opened.